Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was a probe actuation failure while the aspiration was working during a procedure. The procedure was completed after replacing the product with another one. There was no known harm to the patient. The product sample was retained. Additional information was requested.

Manufacturer narrative:
A review of the related device history record indicated that the product was processed and released according to the product¿s acceptance criteria. One complaint sample was returned for evaluation. The returned sample was visually inspected and it was deemed conforming. Actuation testing was performed and deemed nonconforming because the cutter did not fully close. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 15-20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is pulled out from the coupling. The root cause was due to the separation of components within the probe. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the reporter confirming that there was no harm to the patient.